Event description:
The distributor contacted animas alleging that the pump was unresponsive to button presses.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was unresponsive to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The button contacts were observed to be misaligned and inverted. In addition, the buttons contacts were not always springing back and the keypad was swollen.